Manufacturer narrative:
Product type lead product ID 3778-60, serial# (B)(4), explanted: 2013 (B)(6).

Event description:
Follow up information received report that the lead component was removed and a new lead placed. It was noted that the physician had to cut the lead so it was discarded and unavailable for analysis. If additional information is received, a follow up report will be sent.

Event description:
It was reported, the patient experienced a ¿loss of stimulation¿ two weeks prior to report, following a fall. It was stated, the patient had ¿great stimulation on her left¿ and ¿no stimulation on her right lead.¿ it was further stated, the patient¿s electrodes on 0-7 were ¿out¿ and electrodes 8-15 were ¿working perfectly and providing excellent coverage of her painful areas on her left side.¿ it was noted, the patient had ¿no coverage on her right side.¿ impedance testing revealed impedances ¿greater than 3600 ohms on port 0-7.¿ it was noted electrodes 0-7 were also tested as ¿group impedances with 4 cathodes and 4 anodes¿ and ¿run together as group impedances with the polarity flipped.¿ it was stated a ¿possible lead revision¿ was planned but not yet taken at the time of report. It was reported, the patient was ¿alive¿ with ¿no injury¿ at the time of report. Additional information was requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 37742, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4).